Event description:
On (B)(6) 2010, I underwent a revision left total hip arthroplasty procedure. I received a depuy pinnacle acetabular component, a 40 mm inner diameter metal-metal insert; a size 6, high offset tri-lock bps femoral stem, and a 40 mm +8.5 femoral head. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Degenerative joint disease, left hip.